Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
According to the information received, flickered to a black screen, scope we plugged in and immediately had 1/2 light output. Image was very dark. Swapped out to a 2nd scope before we started the case. 2nd scope failed halfway through the case and they pushed fluoro through working channel with syringe....image started digitizing green and purple lines, flickering, and within 30 seconds went black. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device was returned on june 16, 2025 and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Received updated imdrf codes from the manufacturer completed on 10/10/2025. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
Update has been made in section d4. Lot number has been updated. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).